Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 100 colony forming units (cfus) of enterococcus faecalis (group d), escherichia coli and klebsiella pneumoniae. The device was reprocessed and sampled again, the device tested positive for 25 cfus of enterococcus faecalis (group d) and candida parapsilosis complex. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of the culture test at a third-party institution provided by the user are described below. Sampling date: (B)(6) 2024. Sampling from: unk. Cfu:100cfu/10ml. Bacterial identification: escherichia coli, klebsiella pneumoniae, enterococcus faecalis. Sampling date: (B)(6) 2024. Sampling from: unk. Cfu:25cfu/10ml. Bacterial identification: enterococcus faecalis, candida parapsilosis. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, reprocessing may have been insufficient because the same bacteria were detected twice. In addition, it is presumed that there was problem/misunderstanding in device handling while awaiting result of culture test after sampling at the user facility. Since this problem was not a problem with the equipment supported by legal manufacturer, the cause could not be guessed. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.